Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
As per tandem user guide: the t:slim x2 insulin pump is magnetic resonance (mr) unsafe. You must take off your t:slim x2 pump and leave it outside the procedure room if you are going to have any of the following procedures: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer dropped the pump, pump was exposed to xray and an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 425 mg/dl.